Event description:
It was reported that a faradrive sheath was selected for use for an atrial fibrillation ablation procedure. During the procedure, the device was leaking gas. No air embolism occurred. The sheath was replaced with another sheath to complete the procedure. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information was provided in section b5: describe event or problem. Correction to section g2: report source. The device has not been received for analysis. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive sheath was selected for use for an atrial fibrillation ablation procedure. During the procedure, the device was leaking gas. No air embolism occurred. The sheath was replaced with another sheath to complete the procedure. No patient complications were reported. It was further reported that during pullback air was seen in the aspiration syringe. No air seen in the patient. The device is expected to return for analysis.